Manufacturer narrative:
(B)(4).additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported by the baxter manufacturing facility that during the sample evaluation of an intermate lv 250, the device's the film wrap was found to be missing, causing the device to leak within the housing. This was observed during testing of the sample by the manufacturing facility. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: during the evaluation of this device by a baxter sample technician, a missing film wrap was discovered. This was not reported by the customer. The condition was confirmed due to an error in the assembly process. A batch review was conducted and revealed that the product met all acceptance criteria for release. A follow-up report will be submitted upon completion should additional information be received. Reference medwatch report #6000001-2010-04648